Event description:
Health care facility reported that a pt had developed a skin irritation consisting of redness and inflammation around the insertion site and under the gel pad. The pt was receiving chemotherapy drugs and IV fluids via the intravenous device. The tegaderm chg dressing was in place for more than 24 hours before the symptoms had developed. Only one tegaderm dressing had been applied on the pt. Due to the symptoms, the PICC line was removed, and then the use of the tegaderm chg dressing was discontinued. The outcome of the skin reaction improved and no further treatment was needed.

Manufacturer narrative:
Method: results conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for sings of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.